Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that another co's stent was placed in the ostium of the saphenous vein graft (svg) to the left anterior descending, in 2008. The pt presented five months later, with chest pain; the other co's stent had thrombosed and was treated with a 4.0 x 23 mm promus stent inside the stent with thrombosis. The pt presented three months later, with in-stent restenosis of the promus stent and this was treated with another co's 3.5 stent inside the promus stent. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labelling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation - restenosis is a known possible outcome of coronary stenting procedures, and is listed in the device instructions for use as a potential adverse event. Furthermore, the instructions for use states that: "subsequent restenosis may require repeat dilatation of the arterial segment containing the stent." In this case, another stent was used to treat the promus restenosis. There was no report of difficulties using the promus sds, and thus there are no indications that a prod qual issue contributed to the outcome of the procedure, though a definite root cause for the restenosis and the relationship to the device if any, cannot be determined.